Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00378.

Event description:
The customer reported to olympus, during a diagnostic cystoscopy the tip of the scope curled into a knot and was stuck in the urethra. It is unknown if the device was inspected prior to the procedure. The physician was getting resistance when she was feeding the tip of the scope through the urethra and then realized it was stuck. The physician was unable to view what was going on at that time. The physician did not pull the scope out and took the patient to the operating room. While in the operating room, the physician was able to use fluoroscopy to visualize the scope. The physician proceeded to make a small incision in the bladder and pull the scope into the bladder to untie it and remove it through the urethra. The scope had tied around on itself. The intended procedure was not completed. The patients care was delayed since he required a catheter and a radiological procedure afterwards. The intended procedure has not been rescheduled to date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the cause of the issue reported. The device was not returned for investigation. The instruction manual describes the troubleshooting for withdrawing an endoscope. Chapter 9 troubleshooting 9.2 withdrawal of the endoscope with any irregularity if an irregularity occurs with the endoscope, take proper measures according to either ¿withdrawal when the endoscopic image appears on the monitor¿ or ¿withdrawal when the endoscopic image does not appear on the monitor or the frozen image cannot be restored¿ below. After withdrawal, return the endoscope for repair according to section 9.3, ¿returning the endoscope for repair¿. [Warning] if the endoscope cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Forcibly withdrawing the endoscope may cause patient injury,bleeding, and/or perforation.withdrawal when the endoscopic image appears on the monitor 1. When equipment other than the video system center, light source and monitor is in use, turn it off. 2. When using the endotherapy accessory, withdraw the endotherapy accessory slowly while the tip of the endotherapy accessory is closed and/or retracted into its sheath. 3. Aspirate accumulated irrigation fluid, blood, mucus or other debris by depressing the suction valve. 4. Carefully withdraw the endoscope while observing the endoscopic image. Olympus will continue to monitor field performance for this device.